Manufacturer narrative:
Batch review performed on 27 february 2019: lot 107328ca: (B)(4) items manufactured and released on 09-feb-2018. No anomalies found related to the problem. To date, no other similar event has been reported on this lot.

Event description:
During the instrument impaction the locking ball and the spring fall out the passing hole. The ball didn't fall in the patient. The surgeon finished the impaction with the same handle while he holds the lever with his hand.

Manufacturer narrative:
Visual inspection performed by r&d project manager: the spring ball plunger come apart. It is possible that this occurrence could have been influenced by instrument wear or variation in production/assembly, however this cannot be confirmed.